Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported by the patient that the mesh explanted in 07. Patient claims mesh layers had separated. There was bowel perforation and 18 inches of small intestine was removed.